Event description:
It was reported that since (B)(6) of 2012, the patient had concerns with the pump size. Reportedly, the pump pinched his abdomen, ¿floated around¿ and was very uncomfortable. These symptoms started since implanted with the new larger pump. The pump was not up to the same dose as the previous pump. The pump was used to deliver fentanyl and marcaine. It was noted the patient had an upcoming angiogram/angioplasty procedure for an unknown reason.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter, product ID 8578, serial# (B)(4), implanted: 2012-(B)(6), product type accessory. (B)(4).